Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery. There is no evidence of device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that earlier on the day of passing, the patient received five inappropriate treatments from the lifevest. At 8:45:20, the patient received the first treatment. The patient's rhythm at the time of the treatment was sinus rhythm at 100 bpm with tall t waves and motion artifact. The post-shock rhythm was sinus rhythm at 70 bpm with motion artifact. At 8:46:11, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 80 bpm with tall t waves, and the post-shock rhythm was sinus rhythm at 80 pm. At 8:46:43, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 90 bpm with tall t waves, and the post-shock rhythm was sinus rhythm at 70 bpm. At 8:47:08, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 90 bpm with tall t waves, and the post-shock rhythm was sinus rhythm at 80 bpm. At 8:47:44, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 90 bpm with tall t waves, and the post-shock rhythm was sinus rhythm at 70 bpm. Double counting contributed to the false detection. The response buttons were not pressed during the event. It was reported that the patient arrived at the hospital via ambulance after the treatments. Hospital staff reportedly attempted to resuscitate the patient for an hour but were unsuccessful, and the patient passed away.